Event description:
Reporter alleged customer was incoherent and paramedics were called where their meter mesured blood glucose of customer to be 61 mg/dl. Reporter stated customer was treated with a plastic tube of glucose gel. It was reported 1/2 hr later, the paramedics meter read 83 mg/dl back to back with a result of 258 mg/dl from the customer's meter when tests were performed 1 min apart. Reporter indicated treating customer with orange juice as a result. Reportedly, customer stated the meter memory revealed back to back testing of 109 mg/dl compared to a lo performed 2 mins apart. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.